Event description:
Additional information: it was reported that there was no adverse effect on the patient. The cause of the no external power was not due to loss of external power or from mobile power unit (mpu), unplugging wall power. The patient was unaware of source of the loss power. The alarms had cleared since new mpu was provided. The device was not available for return.

Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed based on the information recorded in the log file provided by the customer. The log file contained events recorded from (B)(6) 2018 to (B)(6) 2018, per the time stamps. The log file contained multiple no external power events while the controller was connected to a mpu. The following dates and times: (B)(6) 2018 at 21:47 (1 event), (B)(6) 2018 at 10:41 and 10:42 (5 events), and (B)(6) 2018 at 8:46 (1 event). The pump support was not affected, and the system was supported by the backup battery during these events. There were no other unusual events noted within the log file. The device was not returned for evaluation. The cause of the reported event was unable to be conclusively determined. Review of the device history records found that (B)(4) was manufactured with the v-lock ac connector. According to the additional information the mpu is not available for return. As a result, the complaint file will be closed with no further actions.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 2 months (calculated from the date the device was provided to the patient). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the mobile power unit (mpu) produced a yellow wrench alarm. Review of the submitted log file by technical services revealed multiple no external power events while supported by the mpu. There were no pump stoppages, as the system controller back-up battery provided power during the events. The patient was provided a loaner mpu.